Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test and self test. No button error alarm noted upon testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that every time while doing something to the insulin pump and clear the button they need to push it 10 times and there was something wrong with the keys. Customer's blood glucose level was 250 mg/dl at the time of incident. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. The insulin pump will be returned for analysis.